Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) during high rate non-sustained episodes. The oversensing could not be resolved by reprogramming lead sensitivity as there were subsequent undersensed r-waves. Further programming options as well as lead repositioning or replacement were discussed and the lead remains in use. No patient complications have been reported as a result of this event.